Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a minimum fill message after loading the cartridge with 300 units of insulin. Customer was able to successfully load a new cartridge and resume insulin delivery.